Event description:
(B)(6) clinical study. Same case as MDR ID: 2134265-2013-06188; 2134265-2013-05963; 2134265-2013-05963. It was reported that during a percutaneous coronary intervention, hypotension occurred. In (B)(6) 2013, the patient presented to the emergency department with acute shortness of breath, anxiety attack and loss of consciousness. Electrocardiogram (ECG) revealed ventricular fibrillation and the patient received defibrillation and was medically treated with epinephrine. The patient was transferred to another medical facility for further evaluation. During ECG the subject showed atrial fibrillation without acute st or t wave change. At the time of event the patient was on aspirin and clopidogrel and the study drug was never taken during the study. One day from admission, angiography revealed fractional flow reserve (ffr) of the left main stent was 0.55, suggesting a ¿high-grade significant lesion¿. The physician suspected that the patient had left main restenosis along with possible stent thrombosis. The patient was then referred for percutaneous coronary intervention. The 70-80% diffuse in stent restenosis of the study stent located in the left main coronary artery (lmca) and extending to proximal left anterior descending (lad) artery was crossed with a unspecified size kimny guide catheter. An unspecified size forte guidewire was then placed in lad and a second unspecified size forte guide wire into the diagonal. The lesion was then predilatated with unknown catheter. The patient then became hypotensive with ¿left main appearing narrowed¿. The physician treated the patient with 50 mg of nitroglycerine and the procedure was completed with placement of a 2.5mm x15mm non-bsc stent. Following post dilatation the residual stenosis was 0%. Five days post procedure, a dual chamber automatic implantable cardioverter defibrillator (aicd) was implanted. Six days post procedure, the event was considered resolved without residual effects and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).